Event description:
It was reported that the cadd legacy plus pump generated an occlusion alarm during infusion at the patient's home. There were patient involvement and no patient harm or adverse event reported. This malfunction could interrupt therapy and potentially affect the patient.

Manufacturer narrative:
E1 - initial reporter phone- (B)(6). The suspected device was returned for evaluation. The review of event log performed and confirmed the issue of occlusion alarm occurred. A review of the available service history identified one previous repair request; however, it was unrelated to this event. Functional testing was performed, and the customer-reported issue could not be confirmed. The probable cause could not be determined or verified using the available evidence and test methods.